Event description:
(B)(6). #1 (B)(6) - (B)(6) 2013: vamp/tubing junction crack found broken in package. Not in use on pt. Lot number: 59342841; #2 (B)(6) - (B)(6) 2013: vamp/tubing junction crack noted during pt use. No harm to pt. Lot number: 59342841; #3 (B)(6) - (B)(6) 2013: vamp with broken plunger/handle in use on pt when leaking noted. No harm to pt. Lot number: 59430369; #4 (B)(6) - (B)(6) 2013: vamp with broken plunger/handle in use on pt when leaking noted. No harm to pt. Lot number: 59430369; #5 (B)(6) - (B)(6) 2013: vamp set-up on pt, discovered transducer not working; #6 (B)(6) - (B)(6) 2013: new arterial line setup -vamp- attached to pt. Blood was drawn with system without issue. When attempting to flush system to pt, tubing sheared off the back of the vamp and sprayed nurse. Ref pxavmp; lot number: 59342841. Also see reports (B)(4).